Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to extensive contamination throughout the monitor on multiple components on the computer analog and defibrillator pca. The contamination caused a failure of the power supplies, resulting in thermal damage to multiple components on both pcas. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor or battery charger/modem. Device manufacture date: monitor (B)(4): 05/12/2015; charger (B)(4): 06/17/2011.

Event description:
A us distributor reported that a patient's monitor was unable to power on and the battery charger was unable to charge a battery pack.